Event description:
It was reported that the implantable neurostimulator was replaced due to battery depletion. The nurse reported that it was not clear that it was the normal time frame as it seemed to be fast. The setting of the device, as reported by the nurse were group a: rate 40-65-65, program 1 1+2-3+ pw 200 (range 150-210), program 2 11+12-13+ pw 190 (range 150-210), program 3 1+2+6+7- 8+12+13+ pw 200 (range 150-210), and program 4 0+1+5+6-7+11+12+ pw 200 (range 150-210); group b: rate 40-75-85, program 1 0+1-2+ pw 210 (range 150-210) and program 2 11+12-13+ pw 210 (range 150-210); and group c: program 1 1+2-3+ pw 210 (range 150-210) and program 2 11+12-13+ pw 210 (range 150-210). The usage for each group and program were not provided. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.